Event description:
Date notified: 2007 a model 324 on-board aspirator trips the circuit breaker. An inspection of the device revealed a defective diode. The diode was replaced, the device was tested to specifications and returned to the customer. No patient was involved at the time of the device failure.